Event description:
On 8/25/99, pt seen in interventional radiology for difficulty accessing port. Fluoroscopy evaluation demonstrated that the catheter was dislodged from the port site and seen within the right atrium. On 8/25/99, pt had successful retrieval of catheter portion of the chest port from right atrium and chest port base removal from chest wall. Initial implant of port on 1999.